Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and a "pair new transmitter" message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a "transmitter failed error" was found within the investigation window in connection to the reportable investigation. The probable cause of the transmitter failed error could not be determined. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.